Manufacturer narrative:
Information references the main component and other applicable components are: product ID: 3889-33, lot# va0j0kp, implanted: (B)(6) 2014, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient is feeling heating at the implantable neurostimulator (ins) pocket site. It was found that contact pairs 01 02 03 12 and 13 were >4000ohms. On (B)(6) 2016 it was stated that the lead is compromised in some fashion as they are showing multiple contacts that are "open," which could be indicative of a twiddler. The rep is going to follow up with the patient for further clarification related to the device failures. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va0j0kp, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the rep indicated that the patient was reprogrammed in the office. It was unknown the day the reprogramming occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.